Event description:
It was reported to boston scientific corporation that a mantis clip device was used during an esophagogastroduodenoscopy (egd) with endoscopic ultrasound (eus) and polypectomy procedure to treat bleed performed on (B)(6) 2026. During the procedure, the clip did not release after deployment. The device was removed from the patient, and the procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event. The patient condition following procedure was reported to have fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: investigation results- the returned mantis clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached, with evidence of full deployment, and with the control wire kinked. Dimensional analysis was also performed between the hooks of the bushing, and both sides were noted to be within specification. No other problems with the device were noted. The reported event of the clip being unable to be released from the catheter was not confirmed. It was found that the investigation did not detect any defects related to the reported problem, as the clip assembly was returned fully deployed. However, by examining the device provided by the customer, it is likely that the physician encountered difficulties during the deployment of the clip, which caused the control wire to bend. Factors such as applying extra force during deployment, using pliers to pull out the control wire to aid clip deployment, etc., may have contributed. Several procedure-related factors, including angulation and technique, may have also played a role in this difficulty. Taking all available information into consideration, the most probable cause of this complaint is device problem excluded.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during an esophagogastroduodenoscopy (egd) with endoscopic ultrasound (eus) and polypectomy procedure to treat bleed performed on (B)(6) 2026. During the procedure, the clip did not release after deployment. The device was removed from the patient, and the procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event. The patient condition following procedure was reported to have fully recovered.